Event description:
It was reported that this tachy lead was not successfully implanted due to high threshold and the helix would not extend. A high threshold was confirmed when post-screw measurement was done after this lead was advanced to the target site. This lead was then removed, and the physician also confirmed that the helix would not extend no matter how many times it was turned. This lead was never in service, and a new one was placed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.